Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and observed the sample syringes, reagent syringe had leaked, and roller pump tube was aging. The fse replaced the sample syringes, reagent syringe and roller pump tube to resolve the issue. Information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is case (B)(4)..

Event description:
The customer reported the generation of erroneously low ion-selective electrolyte (ise) patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.